Event description:
Additional information received reported that the catheter was found to be completely "displaced". When the patient was re-visited, the catheter was found to have been "completely displaced from the medullary cavity". Additional follow up surgical intervention was to be planned.

Event description:
Additional information received reported further event detail and a patient status update. The date of onset for the reported catheter dislocation/event was reported as (B)(4) 2012. As part of the intervention, the drug dose was changed. Catheter replacement was performed on (B)(4) 2012 and the patient was reported to be recovered. It was noted that "there might have been a problem with anchoring of the catheter or the patient's body movement, and it was not possible to identify the exact cause." It was not clear what that information applied to. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that there was a catheter dislodgment and the patient's condition reverted to that prior to drug administration. X-ray imaging revealed that the catheter tip had migrated from t10 to l1 and that a catheter dislocation on the spinal side had been confirmed. A revision was scheduled for (B)(6)-2012. Follow up information was provided that additional x-ray examination showed no alteration to the pump's position. The catheter tip in the intrathecal space had migrated downward to t12 from t11. The catheter had slackened in the patient's back region. No serious patient injury had been reported. The medication in the pump was gabalon (baclofen).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), product type catheter, product ID 8711, serial# (B)(4), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during patient's postoperative assessment, the patient's spasticity and activities of daily life was improved. The patient had dose adjustment done prior and after catheter replacement for spasm control. During a refill on (B)(6) 2012, volume discrepancy was noted but the variability rate was 3.8% which was within labeling.

Manufacturer narrative:
Product ID, 8711 serial# (B)(4), implanted: 2012 (B)(6), product type catheter.

Event description:
Additional information received reported that the causality of the event was the catheter. There were no overdose, no withdrawal symptoms, no resistance associated with the event.